Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, e315 error was confirmed. Leak was found at the sw and fluid invasion on the scope connector. Therefore, it was determined that conduction failed by influence of the invaded moisture on the subject device from the leaking area, which led to occurrence of e315 error being displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope stack not recognized and would not acknowledge scope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, no image was evident and an error e315 was displayed, fluid ingress was evident within the plug body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was lifted; insertion tube bending section cover adhesive was lifted; control body aspiration housing coloured ring was worn; control body air/water housing coloured ring was worn; switch condition was leaking; plug body production labels were damaged; suction connector water leakage had excessive fluid ingress; plug body was unable to connect; up/down/ right angle failed were not to specification; up/ down/ right angle play failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.